Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the fixation tab broke after it was placed when trying to suture. There were no adverse patient consequences reported. No additional information was provided.